Manufacturer narrative:
The device was received for investigation on 01/12/2016, and the analysis was completed on 01/22/2016. All components of the device were accounted for. The device was received in two pieces. The tip was separated distal to the cutter window. The proximal end of the guidewire lumen exhibits damage consistent with the guidewire prolapse. The customer experience of tip detached was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
A silverhawk device was used to perform an atherectomy procedure on a lesion in the posterior tibial artery. The lesion was pre-dilated using a pta balloon. When the device was pulled back into the sheath, the physician felt a "pop," and found that the nosecone had broken off. The broken nosecone was recovered under fluoroscopy using a merit medical snare. No injury to patient.